Manufacturer narrative:
The customer reported complaint that "the thermogard ivtm system (sn (B)(4)displayed "mid:09" (air trap assembly)" was confirmed during the functional testing and event log review. The root cause for the mid:09 error message was the coolant block failure likely due to a defective component. There was no recent history of complaints reported by the customer of a start-up kit (suk) leak. Upon visual inspection, the top lid was observed cracked, unrelated to the reported complaint. The physical damage was likely due to mishandling. The top lid was replaced to address the observed physical damaged. Further inspection of the console, traces of liquid were observed on air trap sensor block, likely due to possible overflow of fluid in the air trap chamber. The air trap sensor block was replaced to address this observed issue. The event log review indicated a mid:09 error, thus, confirming the customer's reported complaint. Also in the event log, unrelated to the reported complaint, tcm ID:08 (coolant temp low) error occurred, likely caused by non-circulation of the coolant during the mid:09 issue. The tcm ID:08 error was not reproduced during functional testing. The thermogard system failed functional testing due to the mid:09 error displayed during power-on-self-test (post), thus, confirming the customer's reported complaint. The defective coolant block was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed all the final functional tests without error. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(4) displayed "mid:09" (air trap assembly). Several restarts, cleaning and drying of the thermogard ivtm system were performed but mid:09 error persisted. Customer used another thermogard ivtm system to continue with patient treatment without any delay. Patient's status information was requested but the customer did not provide a response.